Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test, and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with missing end cap sticker, cracked case at display window corners, and with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while priming. The customer was able to complete the rewind sequence. The customer removed the battery to stop the insulin pump from alarming but the settings were cleared. He attempted to reset the date, time, and basal rates but he kept receiving the motor error alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.